Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a right coronary artery stenting procedure, after uneventful device preparation, during advancement of the device into the anatomy, the proximal shaft separated. Reportedly, there was no resistance during advancement. The device was removed easily without issue and another nc trek was used successfully. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.